Manufacturer narrative:
(B)(4). The incident device has been received and is under eval. When the device eval is complete, a f/u report will be submitted.

Event description:
The customer reported that prior to use. It was noted that the pad was turning black. Another pad was used. No pt injury occurred. Initial eval of the returned sample found the pad did not have continuity.